Manufacturer narrative:
.

Manufacturer narrative:
The recipient reportedly was experiencing intermittent lock as well. The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damaged to the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was obtained only at certain spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed failed one of the electrical tests performed. The device passed all of the mechanical tests performed. It is believed that the failure of this device is most likely due to a malfunction within the analog chip. Internal visual inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
Advanced bionics is currently in the process of obtaining additional information. When additional information is obtained, a supplemental report will be submitted.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient was reportedly explanted due to poor performance, inconsistent device use, and poor device placement.